Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after percutaneous coronary intervention procedure. Reportedly, no click was heard when deploying the clip. The thumb advancer had completed sheath splitting. The device was removed and no clip was present on the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was retained by the facility and will not be released. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Nine sterile, unused, representative sample devices with the same part number were returned for evaluation. Functional testing was performed on the returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported complaint device experience could not be determined based on the investigation findings from the tested samples.